Manufacturer narrative:
B5: during follow up, it was clarified that the minicap transfer set disconnected from the plastic adapter. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in august 2024, reported as "three months ago." D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected. The patient noticed this when out to dinner. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.